Event description:
A customer reported to beckman coulter inc. (Bec) that erratic sodium (na) and chloride (cl) results were generated by synchron lx20 clinical system for multiple patient samples. Some of the erroneous results were reported out of the laboratory. Repeat testing was performed on other instrument(s) and some reports were amended. The customer provided reports on twenty three (23) patient samples. Differences in results for seven (7) sodium (na) samples and one (1) chloride (cl) sample exceeded the precision claims of the assay. Patient treatment was not initiated or withheld based upon the erroneous results reported.

Manufacturer narrative:
The samples were serum or plasma. Qc prior to and after the event was within the established ranges. The customer's lab does not use the bec required cleaning procedure. Bec field service engineer (fse) replaced both sodium electrodes, and cleaned the flowcell and eic (electrolyte injection cup). The fse verified the instrument performance.